Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failed nav-ring. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 12apr2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.